Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported far p wave oversensing was observed on the ventricular channel. On (B)(6) 2018, asymptomatic patient presented in clinic where an x-ray confirmed right ventricular lead dislodgement. It is suspected that the lead dislodgment caused the oversensing. The lead was replaced and patient was stable post-procedure.